Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the oxygen blending module flow element assembly was found to be contaminated with dust and was cleaned to address the issue. The device's flow sensor assembly was found to be cracked and was replaced to address the issue.